Event description:
The family members reported that their child was not hearing. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explanlation has been recommened. Cochlear will provide more information when it becomes available.